Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the 15mm common bile duct stone was captured with the device and the physician attempted to crush it. The stone would not crush and an alliance handle was used,however after several attempts the sheath of the device became accordion and the basket would no longer move. The device handle was removed and the pull-wire was connected to an olympus endotripter. Additional attempts to crush the stone using the olympus endotripter failed and the pull-wire broke leaving the basket in the patient. The patient was sent for surgery the following morning to remove the device basket that was stuck on the stone. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's current condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the 15mm common bile duct stone was captured with the device and the physician attempted to crush it. The stone would not crush and an alliance handle was used,however after several attempts the sheath of the device became accordion and the basket would no longer move. The device handle was removed and the pull-wire was connected to a xemex endotripter handle instead of using the sohendra system. Additional attempts to crush the stone using the olympus endotripter failed and the pull-wire broke leaving the basket in the patient. The patient was sent for surgery the following morning to remove the device basket that was stuck on the stone. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's current condition was reported to be stable.

Manufacturer narrative:
Additional information received stated that the physician did not use the olympus device as initially reported but instead used a xemex endotripter handle. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the 15mm common bile duct stone was captured with the device and the physician attempted to crush it. The stone would not crush and an alliance handle was used,however after several attempts the sheath of the device became accordion and the basket would no longer move. The device handle was removed and the pull-wire was connected to an olympus endotripter. Additional attempts to crush the stone using the olympus endotripter failed and the pull-wire broke leaving the basket in the patient. The patient was sent for surgery the following morning to remove the device basket that was stuck on the stone. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The patient's current condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that only the distal ends of the wire basket assembly and the coil assembly were returned. The basket wires were found to be unevenly spaced and deformed. The ends of the pull wire and coil assembly appear to have been cut and show no indication they might have sheared while in tension. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint that the tip failed to detach and pull wire detached/ separated. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The most probable root cause is operational context as excessive force was most likely applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient's age is unknown; however reported to be over 18 years old.concomitant medical product: olympus endotripter, alliance handle.(B)(4) - no code available (intervention required to remove the basket).(B)(4)no code available (tip won't detach, basket detached).(B)(4) the reported event of tip won't detach.(B)(4) the reported event of pull-wire broke.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)